Event description:
A healthcare professional reported that the footswitch was not recognized by the system. The footswitch and the cable were exchanged but the same issue occurred. The surgery was performed manually and the pt impact is unk. The rest of the program was cancelled. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).